Event description:
It was reported that the user experienced a low blood glucose episode upon waking, treated with oral glucose, followed by a high blood glucose episode after eating breakfast without announcing the meal to the ilet pump; review of device reports indicated fluctuating glucose with pump maladaptation likely related to missed meal announcements, and a factory reset was planned at the next supply change. Symptoms included hypoglycemia and hyperglycemia. Outcomes included transient glucose excursions with return to range later that day. Investigation included review of device data and troubleshooting with the user. Investigation of this case revealed user-related missed meal announcements leading to pump maladaptation and consequent hypo- and hyperglycemia. It was concluded that the event was attributable to use error, with device function consistent with design once appropriate meal announcements are performed.